Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetes ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021,the patient was vomiting and dizzy. Her cgm was showing 2.2 mmol/l. She checked a bg at home which was 21.4 mmol/l. She was taken to the hospital via ambulance. Another bg was taken in the hospital and was 24.1mmol/l. Her ketone level was 5.9. The cgm at the hospital was showing 13.4 with the trend arrow pointing 45 degrees down. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with antibiotics, anti-nausea medication, short-acting insulin, and ibuprofen for pain relief. It was stated that the antibiotics were given because of the dangerous level of ketones. She was unable to give specific information on the exact medications at the time of the report as she was still in the hospital. She was discharged on (B)(6) 2021. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.